Event description:
A pacemaker repositioning procedure was performed so that the patient could receive radiation therapy. Following the procedure, the device was found in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: the device was returned with battery voltage level above elective replacement indicator (eri) and in backup vvi mode. Review of the device image (entire memory contents) noted that the backup operation was due to transient code corruption. Code corruption is consistent with electrocautery exposure during the procedure. After the product code was reloaded, mechanical, electrical and environmental tests noted normal device functionality. The device did not revert to backup operation at any time during testing in the laboratory. The reported field event of device backup vvi mode was confirmed.